Manufacturer narrative:
Alere determine hiv 1/2 ag/ab combo information regarding device lot(s) is unavailable from the local health department. The alere determine hiv 1/2 ag/ab combo kits were removed from the office of the local health department contact while away on vacation and are unable to locate them to confirm what they had for lot numbers. Further, the (B)(6) department of public health does not track lot numbers of product being shipped to the local health departments. Communication is ongoing with the health department and company representative who received the notification. If lot information becomes available, evaluation and investigation into the device will commence - a follow up MDR report will be provided with the additional information. The customer stated that the event has not been reported to the FDA by the (B)(6) health department who administered the testing. It is unknown if they intend to do so. The report number is reflective of 2017 due to the timing of the event and the ongoing updates received from the customer that has resulted in the event being reported in early 2018.

Event description:
(B)(6) department of public health reported two (B)(6) antibody results with the alere determine hiv 1/2 ag/ab combo test using fingerstick samples performed at the (B)(6) health department for one patient. The patient subsequently expired by suicide following the test result and before confirmatory test results were available.